Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm while filling the tubing. Customer's blood glucose was 204 mg/dl. Troubleshooting was performed and the customer stated that the insulin did not exit the tubing. Customer tried a new reservoir with the current set and stated that the pump did not alarm no delivery with manual prime. Customer was advised that the reservoir resolved the issue and to return the reservoir.

Manufacturer narrative:
Reliability analysis evaluated open/used reservoirs. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.